Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The leak was discovered as coming from a pin hole in the patient line that was found during fill 1 of 5. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to event. The patient was able to set up with new supplies and carry out treatment. There was no fluid in the cycler or on the external cassette. The cycler set is not available to return as a sample product.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The leak was discovered as coming from a pin hole in the patient line that was found during fill 1 of 5. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to event. The patient was able to set up with new supplies and carry out treatment. There was no fluid in the cycler or on the external cassette. The cycler set is not available to return as a sample product.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The leak was discovered as coming from a pin hole in the patient line that was found during fill 1 of 5. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to event. The patient was able to set up with new supplies and carry out treatment. There was no fluid in the cycler or on the external cassette. The cycler set is not available to return as a sample product.

Manufacturer narrative:
Corrected information: h.6. Codes were omitted.